Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of low o2 concentration alarms in (B)(6) 2021. The logs also revealed airway pressure high alarms at the same date. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause of the low o2 and high airway pressure has not been determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#:(B)(4).